Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient was placed with an infusion set, the central venous catheter joint was unscrewed and found to be broken. It was also stated that they immediately informed the hcp (healthcare professional) who ordered to removed the central venous catheter. It was also mentioned that the physiological response of the patient for body temperature was 36.5 celsius; breathing was 20 beats/min; pulse was 85 beats/min; blood pressure was 120/67mmhg, and peripheral blood oxygen saturation was 97%. There was no reported patient injury.